Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 6026738 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that around the 34-hour mark, the patient stated his shirt was wet overnight. Reporter stated that after the patient changed their shirt and arrived at the clinic, there were some scattered red dots on the patient's clothes. The infusion had been ended 2 hours early. The infusion had been run through a PICC. Total volume 1,091 ml, rate of 23 ml/hr. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.